Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in-clinic for normal follow-up, episodes of non-sustained v oversensing due to intermittent sensing was observed. Programming changes were made. The patient will be monitored with routine follow-up.